Event description:
During a pci procedure involving a calcified lesion in the mid rca, the physician experienced deflation and removal difficulties after successful deployment of the stent. The express2 monorail 3.5 x 20 mm stent was deployed at 15 atms, however, the balloon still appeared to be inflated. After deflation was performed again for about 1 minute, the balloon appeared to have deflated. It was noted that the contrast media remained in the proximal balloon. The express2 monorail delivery device was removed, with some resistance encountered at the distal rca. Upon removal of the express2 monorail delivery device from the patient, dr. Checked it. It was noted that the inflation was slower than usual, and the balloon was hardly deflated at all. He was able to deflate the balloon by manipulating it with his fingers, howver, it was not completely deflated. No patient status is listed as "good."